Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has suddenly no sound perception with the device. External parts have been checked without improvement. In situ measurement was indicative of a device malfunction.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet.

Event description:
The recipient suddenly had no sound perception with the device. There have been no changes in the recipient's health. No further information has been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly had no sound perception with the device. There have been no changes in the recipient_s health. No further information has been made available. The recipient was re-implanted.